Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent treatment for pelvic organ prolapse, stress urinary incontinence and other symptoms. Allegedly, the pt experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). MDR ref #s: 9617613-2011-00076 (pelvisoft). Note: this report corresponds with bard's report (B)(4) for a "pelvisoft".